Event description:
Pump declared alarm 30 during operation. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing successful therapy resumption. Cts decided to replace pump and instructed customer to use mdi as backup therapy. The customer was guided on returning problematic pump using pre-paid label and acknowledged instructions for putting pump into storage mode before sending it back.